Manufacturer narrative:
Philips service replaced the x-ray tube. Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that x-ray tube replacement work performed on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.